Event description:
Caller reported a continuous glucose monitor (cgm) error, identified as error 42, associated with a g6 sensor. No adverse impact to the customer's blood glucose level was indicated. Technical support provided complete pump reset information and guided the caller through the process. As a result, the pump began working again.